Event description:
It was reported that the pump had a broken screen, rendering the touchscreen unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged with a new serial number issued.